Event description:
Same case as MFR#: 2134265-2010-00344. It was reported that during a percutaneous coronary intervention procedure, the radiopaque (ro) marker bands were not visible. The physician was unable to see the marker bands on the apex 12x2.0mm and apex flex 12x1.5mm. The procedure was completed with non-bsc coronary balloons. No pt complications occurred.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).